Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high. The customer¿s blood glucose was 433 mg/dl. The customer had not time to troubleshoot that blood glucose and they were going to troubleshoot the low blood glucose but they ran out of time. The insulin pump will not be returned for analysis.